Event description:
Defective pacemaker. Co drs failed to inform rptr of recall of this device, also failed to take proper action to replace the device. This was life threatening and rptr was not alerted. Drs at hosp discovered and replaced the defective pacemaker.